Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient was experiencing a shocking sensation. Imaging found no abnormalities and the patient continued to feel intermittent shocks after the device was turned off. Nevro attempted to obtain additional details regarding the shocking sensations but was unsuccessful. The device was removed and the patient no longer experienced the shocking sensations.